Event description:
Medtronic received information that eight months post-implant of this mechanical mitral valve, the valve was explanted and replaced with a medtronic tissue valve. No further adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned, therefore no product analysis can be performed. Multiple attempts to obtain additional details on this event have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was explanted due to a recurrence of endocarditis. There were no performance allegations against the device prior to its explant, and it was reported that the patient had a previous case of endocarditis before implant of this mechanical valve.